Event description:
It was reported that the patient had intermittent low voltage alarms, which resolved on their own. The patient reports that these alarms occur while they're connected to the mobile power unit (mpu). A review of the log files revealed power cable disconnects while attached to the mpu. The patient received a loaner mpu on (B)(6) 2021 and was stable with no other complaints.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of intermittent power cable disconnect and low voltage alarms while connected to the mobile power unit (mpu) were able to be confirmed. The mpu (serial number: (B)(6). Was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 23 days ((B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 ¿ (B)(6) 2021 per timestamp). Throughout the log files atypical power cable disconnect alarms were active due to rsoc invalid faults occurring on both power cables while connected to the mpu. The alarms only occurred while the controller was connected to the mpu and during the alarms, the rsoc voltage was ~0v; however, the bus voltages were normal. There were no other notable alarms active in the log file. Pump operation as not affected. The mpu was tested by the service depot who reproduced the reported event when manipulating the patient cable. The mpu was retested with a test patient cable and was found to operate as intended. The patient declined any repairs and requested the mpu to be scrapped. The mpu was sent to product performance engineering (ppe) for further evaluation. The mpu underwent further testing by ppe. The patient cable was manipulated during testing and was noted to beep when bending the cable near the controller connector. The patient cable underwent insulation testing and did not pass. During continuity testing, the gray (rsoc) wire and the red (echo) wires were noted to have increased resistance. The patient cable was cut open in order to inspect the underlying layers. Damage to the gray and red wires were found near the controller connections of the patient cable causing the wires to short to one another and to the shield causing the reported beeping. The root cause of the reported event was conclusively determined to be caused by damaged wires in the patient cable of the mpu. Incidental findings: fluid ingress heartmate iii instructions for use, rev. C, section 2 entitled ¿system operations¿ and heartmate iii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.